Event description:
It was observed that during the device evaluation, the subject device exhibited a/w channel has white foreign material. There was no patient involvement.

Manufacturer narrative:
This report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: a/w channel has white foreign material. Based on the results of the investigation, the most probable cause of the identified failure "the a/w channel has white foreign material" is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.